Manufacturer narrative:
Correction: this report is being submitted to update the event problem description to include the error code component failures and the product UDI. The dreamstation auto CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e056 (error comp log packet status), e101 (heater plate failed component), and e200 (pca failed component). Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction: this report is being submitted to update the event problem description to include the error code component failures and the product UDI. The dreamstation auto CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e056 (error comp log packet status), e101 (heater plate failed component), and e200 (pca failed component). Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The dreamstation auto CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e056, e101, and e200. Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.